Event description:
Complaint alleges that leakage was detected at the epidural site while pt was in labor. The catheter was removed and another catheter was successfully reinserted.

Manufacturer narrative:
The sample was not returned for evaluation at the time of this report.